Event description:
It was reported that when the device was in use, it cut the pt too deep. No further or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The device was returned to the manufacturer for eval. It was determined that the device was in calibration on all graft settings and that the motor ran within the spec limits. This medwatch is being submitted late as it was identified during a retrospective review conducted pursuant to an FDA inspection at the manufacturer's facility in january, 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit mdrs for certain events involving product manufactured at the facility.